Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting the philips remote service engineer (rse) checked the system remotely and found that the system was repeatedly shutting down during the boot sequence and entering a restart loop and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the issue was due to a faulty host pc and defective hard disk, but on further troubleshooting fse found the failure was concluded to have been caused by an error in the host operating system; a software issue, not a hardware fault. To resolve the issue, the fse replaced the hard disk and reloaded the host operating system and application software. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.